Event description:
Customer reported the v series monitor were "missing lethal alarms", which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Customer's in-house technician evaluated the system and could not duplicate the problem.